Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value due to the under delivering of insulin. Customer's other blood glucose value was 365 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with insulin pump. The cannula of infusion set was bent. Troubleshooting was performed for high blood glucose levels. The device is not expected to be returned for analysis.